Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: multiple occlusion alarms were observed in black box. During testing, the load step stopped at (B)(4) units duplicating the allegation that the piston was not moving on load step. The pump was primed with no cartridge in the pump and the pump alarmed for an occlusion. A force sensor calibration test confirmed the sensor is not detecting correct force. The pump was opened and an electrical component in the force sensor circuit was found to be shifted. No other damage was found to the force sensor or circuit.